Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: during a procedure on (B)(6) 2013, the surgeon implanted the patient matrix minimally invasive spine system. The surgeon performed a final tightening of all the caps. Three of six caps cold welded. The torque limiter was used to final tighten. He tried all the techniques suggested without success. Both tips of the screwdriver shafts completely broke off. The tips which broke off were removed and discarded. The surgeon wanted to loosen the locking caps in order to slide the rod down into a better position. The surgeon decided to leave it as it was. Surgeon was not happy at all with the outcome. Screwdrivers were thrown out as they were contaminated. A delay of about 10 minutes was added to the procedure. This is report 1 of 7 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. This report is for an unknown screwdriver. Without a lot number, the device history records review could not be completed. The investigation could not completed; no conclusion could be drawn, as no product was received.

Manufacturer narrative:
(B)(4). This device used for treatment and not diagnosis.(B)(4)